Manufacturer narrative:
Concomitant medical products: product ID: 8253200rf, serial/lot #: (B)(4), UDI#: (B)(4). Analysis results for the mainframe were not available as of the date of this report. A follow-up report will be submitted when analysis is complete; analysis could not duplicate the issue with the patient interface, however, analysis found that the cable clip was loose. The wave washer was replaced and the device was tested and passed all manufacturing specifications. (B)(4) applies to the mainframe device; (B)(4) applies to the patient interface.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the mainframe and patient interface had an interference/increased feedback during monitoring and were not functioning properly during the procedure. The surgeon did not want to troubleshoot to resolve the feedback since the procedure was almost finished, instead the surgeon requested to swap out the devices which would be quicker than trying to troubleshoot the device issue. The hcp noted that the continuous feedback sound was more annoying to the surgeon than a problem with the monitoring. There was just a short delay in the procedure while swapping out the devices. The case was completed with new system devices (mainframe and patient interface). There was no patient impact.

Manufacturer narrative:
Analysis of the mainframe could not duplicate the customer's issue of increased feedback during monitoring and not functioning properly since there was no fault found with the device. As a precautionary measure, the device was placed in a burn-in for 4 hours to observe for any failure. The device never failed. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.